Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving prialt [25 mcg/ml] at a rate of 4.661 mcg/day via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was reported that the pump had migrated and had been moving around in the pocket. The physician had tried to create a smaller pocket at the pump site at an unknown date. Later, another surgical procedure was performed to move the pump from the lower right quadrant to the lower left quadrant in the abdomen. A pump segment revision kit was used to increase the length of the catheter in order to move it to the other side of the abdomen. During the procedure, the physician had a hard time disconnecting the pump connector from the pump; it came off after breaking apart. At the time of report, there was no patient injury.